Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "no active sensor" message upon scanning the adc freestyle libre 2 sensor, and was therefore unable to monitor glucose. The customer experienced loss of consciousness and paramedics were called by her husband. Upon arrival, customer was administered unspecified IV to raise her glucose levels. No further information was provided. There was no report of death or permanent injury associated with this event.